Event description:
Same case as: 6000089-2006-01151, 6000093-2006-01078. It was reported by a patient that post a coronary stenting drug eluting treatment procedure, a "stents collapsed or clogged" occurred. The patient reported being "unable to breath and walk and experiencing shortness of breath" starting 6 months prior to the event. He stated the physicians were unable to do angioplasty within the stents due to the location of the stents within the vessel if coronary bypass was necessary. He also reported the vessel had expanded "with fingers to provide some blood flow." The stents remain in the patient. No additional patient complications were reported. A taxus express2 drug eluting stent was placed in a subtotal stenosed lesion, located in the right coronary artery (rca) in january 2005. Plavix was prescribed. The patient's status was reported as "good". In february 2005: the patient elected to have intervention and not bypass surgery. The 2.75x32mm taxus express2 drug eluting stent was placed in the long 80% stenosed lesion located in the left anterior descending (lad) artery. The procedure went well. The patient stated he was experiencing chest pain and was taken back to the ccl. Nothing unusual was seen. The 2.75x28mm taxus express2 drug eluting stent was then placed in the 50-60% stenosed lesion in the distal lad, slightly overlapping the 2.75x32mm stent, to alleviate the patient's chest pain. Patient's status after surgery was "good/discharged". Patient was again given prescription of plavix 75 mg. The original physician has not seen the patient since 2005. It is unknown if re-intervention was done. Attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
The root cause of the reported complaint cannot be conclusively determined. A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to determine how the device may have contributed to the complaint incident. It is not clear if the actual device is related to the complaint incident. This particular batch # 7112297 has one other associated complaint. A review of the manufacturing records for this particular batch namely top assembly batch # 7112297 found that the device met its material, assembly and product specifications.